Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral retrograde approach. The target lesion was located in the iliac vessel. After a guide wire passed through the lesion, a 5.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a mustang balloon catheter. There were no patient complications reported.